Manufacturer narrative:
Approximately three months later we received additional information that the high shock impedances had returned. A small amount of noise could be generated on the shock channel with isometrics. There were no issues with intrinsic sensing and the out of range measurement could not be recreated with pocket manipulations. A revision procedure took place and the device and lead were explanted. It was noted that the terminal pins were inserted correctly into the device header. The physician elected to replace the system to rule out a possible malfunction with both the device and lead. There have been no adverse patient effects reported as a result of the revision procedure. At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted the rv setscrews extend and retract normally. The rv seal plug was cored out and blood was noted in the rv tip and throughout the lead bore. This damage is consistent with the potential to cause noise. It was unknown when the seal plug damage occurred. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
Additional information received from the local area sales representative indicated that the physician decided not to perform an x-ray at this time. Follow-up appointments have been increased and there are no plans for invasive intervention at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead were exhibiting high shocking impedance measurements greater than 125 ohms. Isometrics were performed and the out of range measurement was unable to be reproduced. Pocket manipulations were also performed and were able to create a small amount of noise on the shock channel, but nothing significant. The proximal coil was removed from configuration and shock impedance increased from 48 to 79 ohms. An x-ray planned to be performed. It was reported the patient was doing heavy lifting on the day of the out of range measurement.